Event description:
During product service by a service technician, a flo-gard infusion pump was found to have damaged pole clamp. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a review of the alarm log, and a service history review was performed. The damaged pole clamp was identified during visual inspection. The cause of the condition was undetermined. To correct the condition, the pole clamp was replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.